Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was showing a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been recurring for 1 week or longer prior to contacting lfs. The patient reported using a set dose of insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications due to the alleged issue. The patient reported he developed symptoms of ¿weak knees and falling¿ which he associated with low blood glucose which had been recurring for the past 6-7 weeks prior to contacting lfs. The patient reported on 4-5 occasions, emergency medical services (ems) came to his home and treated him with an IV and glucose. The patient reported his blood glucose was measured, however he could not recall the readings. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered the battery needed to be replaced based on the battery usage/life, but the patient did not have a new battery available. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he was unable to test, delaying treatment, and he developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional on several occasions.

Manufacturer narrative:
Follow-up # 1 ¿ (10/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/26/2013 and 9/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.